Event description:
The customer obtained falsely high troponin I results on a patient sample and reported results to the floor. Elevated results of this magnitude might initiate a cardiac catheterization. There was no report of patient harm as a result of this event.